Event description:
It was reported that during the implant procedure the lead dislodged during slitting of the delivery catheter sheath. The catheter was removed and replaced with a new device to complete the implantation successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).